Event description:
It was reported that, "cup was loose. Took out all implants. Used stryker head, acetabular cup & liner. Doctor reimplanted with zimmer products."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info has been requested and if obtained will be submitted in a supplemental report.